Event description:
Reporter alleged blood glucose results of 78 mg/dl, 152 mg/dl, 85 mg/dl, 131 mg/dl, and 221 mg/dl obtained back-to-back on the advantage system within 5 minutes. Reporter stated customer was feeling no symptoms and no treatment/action was reported. A request was made for the return of the suspect device and replacement product was sent.